Manufacturer narrative:
The customer indicated that availability of the sample returning is unknown.

Event description:
The event involved a customer allegation of a ndhep pca ext set 80in that failed at the slide clamp retainer on an unknown date. A loss of fluid as well as blood was visualized by the nurse on the floor, described as minimal. There was patient involvement with adverse event, with unknown delay in critical therapy and unknown need for any medical intervention.

Manufacturer narrative:
Testing and investigation confirmed the reported separation; however, no sample was received for investigation by ICU medical. A picture was provided by the customer documenting the reported separation confirming the incident. In the picture there does appear to be solvent on the tubing. However, since the product was not returned for investigation, a comprehensive evaluation cannot be performed to determine the root cause and an evaluation of the solvent that appears to be present could not be conducted. A design/manufacturing review was completed for lot 866825h and no non-conformances were found that would have attributed to the reported complaint. A batch record review was performed to lot# 866825h, list# 142800438 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Manufacturing quality (mq) performed visual and physical evaluation to 315 and 315 final sets, respectively with zero defects found. Catalog number was updated.